Event description:
During a thoracoscopic procedure initial setup, the operating room staff connected the light cable to a 300w xenon light source, set on 100% light output. The cable was laid on the drape unattended and it burned through the drape and caused a third degree burn on the pt's ear. The burn was treated and the procedure continued with no further problem.